Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. According to the information provided the filter subsequently malfunctioned, including, but not limited to, migration, and caused injury and damages to the patient. The information provided also indicated that as a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported filter migration could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, migration, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having an intraluminal thrombus extended to the level of both renal veins in the ivc. The patient also has a history of ovarian carcinoma. During implantation of the ivc filter via right internal jugular vein, the filter was successfully deployed with the inferior aspect of the filter at the superior aspect of the l1 endplate. Due to the volume of the thrombus that would have been embolized to the lungs with an infrarenal placement, a suprarenal placement of the ivc filter was indicated. A post-deployment image was obtained and demonstrates normal-appearing ivc filter with the inferior aspect of the filter at the t12-l1 interspace. The patient tolerated the procedure without difficulty. No immediate complications were noted. According to the information received in the patient profile from (ppf), the patient became aware of the alleged event twelve years and ten months post implantation of the ivc filter when the patient underwent a computerized tomography (CT) scan. The CT scan report noted the filter migrated cephalad to the typical location of the ivc filter. The patient reports to suffer from emotional distress, mental anguish, anxiety, and stress. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, migration of the entire filter other than to heart, and caused injury and damages to the patient. According to the information received in the patient profile from (ppf), the patient became aware of the alleged event twelve years and ten months post implantation of the ivc filter when the patient underwent a computerized tomography (CT) scan. The CT scan report noted the filter migrated cephalad to the typical location of the ivc filter. The patient reports to suffer from emotional distress, mental anguish, anxiety, and stress. The indication for the filter placement was due to having an intraluminal thrombus extending to the level of both renal veins in the ivc. The patient also has a history of ovarian carcinoma. During implantation of the ivc filter via the right internal jugular vein, the filter was successfully deployed with the inferior aspect of the filter at the superior aspect of the l1 endplate. Due to the volume of the thrombus that would have been embolized to the lungs with an infrarenal placement, a suprarenal placement of the ivc filter was indicated. A post-deployment image was obtained and demonstrates normal-appearing ivc filter with the inferior aspect of the filter at the t12-l1 interspace. The patient tolerated the procedure without difficulty. No immediate complications were noted. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported filter migration could not be confirmed or further clarified. Without the implant images and the CT scan images it is not possible to draw a conclusion to the report of migration. Given the circumstances of this particular filter implant due to the location of thrombus, and what was reported in the CT scan, the filter migration cannot be confirmed or further clarified. The filter was initially implanted supra-renally and the scan notes that it migrated cephalad, towards the head, but also indicates that it migrated to the typical location of the ivc filter, which would infer that it migrated caudally. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.